Manufacturer narrative:
There is a mention of a lead being in the right ventricle septum, however there is no reasonable suggestion that this is a medtronic, inc. Lead . Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by an electro physiologist that the patient had been doing well and suddenly collapsed at home. The patient had just finished a conversation with their spouse, stood up, took two steps, and then dropped to the floor. The patient was coded for thirty to forty five minutes at home and then taken to the emergency room. At this point resuscitation took place for one hour and thirty minutes. During the code there was no pericardial effusion however the lead was in the right ventricle septum. The implantable cardiac defibrillator discharged several times during the code. It was further noted that the patient also had a large pulmonary hemorrhage during the code. No cause of death or further information was provided.